Event description:
It was reported that the colonovideoscope tested positive for an expected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 1 cfu/endoscope(1 cfu/100ml). Bacterial identification: acinetobacter species. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 12 cfu/endoscope(10 cfu/100ml). Bacterial identification: serratia marcescens, stenotrophomonas maltophilia. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: >100 cfu/endoscope (>67 cfu/100ml). Bacterial identification: citrobacter species. Olympus reprocessed the subject device according to the device IFU and re-cultured tested where the results were: sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 1 cfu/endoscope (3 cfu/100ml). Bacterial identification: micrococcaceae. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: total. Cfu: 1 cfu/endoscope (1 cfu/100ml). Bacterial identification: micro-organismes revivifiables à 30. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.